Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited erosion. The physician elected to explant the device. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).